Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381411 and lot number 5196584. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Event description:
Customer states that they have had 3 insyte autoguard needles split while using on patients. No patient harm. (B)(6) 2025: when I reached out to *** regarding the reports she submitted, I informed her that we logged*** to capture similar failures reported by you and asked if her reports were related to the same event or separate events. She confirmed they were separate issues (B)(6) 2025: *** works for me and I am confirming that the events she reported are two separate events with two separate safe reports.  What I am referring to in our ongoing investigation are referencing the two events *** previously reported.  You have all the information requested.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.